Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the forceps performed by r&d did not confirm the complaint. The tips appear to be properly alighted, evidence of scissoring was not found. However, if the handles were rotated/manipulated it is possible to cause the tips to appear misaligned/scissoring. The complaint of scissoring is attributed to technique and is not associated with product malfunction. The complaint was not verified in the laboratory. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, versatru forceps scissored, causing a delay in surgery over 30 minutes. "Surgery began with no noticeable scissoring of forceps. While using the versatru forceps to dissect around the aneurysm just prior to clipping, the clinician noticed the bipolar forceps scissoring. During use, the aneurysm ruptured. At this time, the clinician requested an alternative forceps and continued to work. He clipped the aneurysm and the staff set up the room up for the neurovascular portion of the case."